Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) se & co. Kg (oekg) was informed from the user that the image of the subject device disappeared before the unspecified procedure. The user changed the device to another camera head and completed the procedure. At the incoming inspection for the repair, the service department of oekg found the incision in the insulation of the subject device cable, however oekg surmised that it did not cause the reported phenomenon. There was no report of patient injury associated with this event. The user did not provide the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of the service department of olympus europe se & co. Kg (oekg), since the subject device had no abnormality except the exterior of the camera cable, omsc surmised that the image failure was not attributed to the damage of the subject device but there possibility that it was attributed to the insufficient connection of the video connector or the contact failure due to the foreign object on the electrical contacts. If additional information becomes available, this report will be supplemented.